Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an alarm and the customer tried to clear the alarm but the button won't work. Customer took the battery out and put it back in. Customer received a failed battery test. Customer put in a new battery and it worked as normal. Customer's blood glucose level is 134 mg/dl. Customer was assisted in performing a self test. Pump passed the test. Customer was advised to monitor the pump. Customer stated that he went through a security check point that was only for metal detectors. Customer was advised that the pump would need to be replaced on the second occurrence. Customer was offered troubleshooting for the failed battery test, which was explained that it can be caused by putting the same battery inside the pump. Customer declined troubleshooting. No add'l info provided.